Event description:
It was reported via repair work order that the right side rail lowered quickly due to the side rail assist cable being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.